Event description:
Additional information was received from the patient reporting that the circumstances that led to the issue included their doctor changed the settings on their system and they could not tolerate. Steps taken to resolve the issue was them changing it back to the old setting. From c program to b program. The issue is not yet resolved as the setting is not correct either, however it is better than before. They state it's the doctor's fault.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient is shaking really bad and "there's too much electricity on her left side. They also reported they are "very dizzy". Caller states her right side is fine. They reported she had an appointment with the healthcare provider on monday and the healthcare provider changed the left side from 3.10 to 3.30. Caller wanted to turn stim back down to 3.10. They synced with the programmer and it showed stimulation on. They reported seeing the lower limit screen when trying to decrease on the left side. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the healthcare provider told them to try group a or b to adjust the left side. The caller noted the right side was "fine" for the patient. They switched to group a and attempted to raise the left side, but reported seeing the upper limit screen. They were walked into switching to group b, and reported that the left side was at 340. The caller reported that when they tried to increase stimulation, they got the upper limit screen again. No symptoms were reported.